Manufacturer narrative:
The reference (B)(4) was allocated to this case by rayner. The product was retained and returned to rayner by the distributor in (B)(4). Despite rayner's distributor reporting that the healthcare facility had completed the procedure using a back-up iol, only one lens was returned to rayner. On (B)(6) 2018, the lens was inspected and found to be without damage. Power testing was carried out on the same date and testing confirmed the lens power as +24.77 which is within acceptable tolerance of the labelled power (+24.5d). (B)(4) lenses released to market, (B)(4) lenses further sold with no reported repeat of this incident. In the period 2016 - may 2018, rayner has received a total of five reports of additional lens in blister providing a rate of (B)(4). The current rate is within the limits set in our risk analysis. The root cause of this is an operator error during manufacture. The event will be subject to ongoing trending and monitoring.

Event description:
During the us FDA audit of rayner (establishment number: (B)(4)) that took place between (B)(6) 2018 the following observation was raised; "the procedures for receiving, reviewing, and evaluating complaints by a formally designated unit have not been adequately established. Specifically, the firm failed to adequately document the evaluation and rationale for the decision not to submit an MDR for the following complaints: (B)(4)". In response to this observation, a corrective action plan was put in place by rayner. A review of (B)(4) cases was performed in order to provide a clearer explanation of the decision to not report. It was also agreed that if during this review it was identified that any cases that were not reported but on review were found to satisfy the requirements of MDR reportability that appropriate reports would be submitted to FDA. The following is a report identified on review to satisfy reportability criteria. On (B)(6) 2018, rayner intraocular lenses limited received notification from its distributor in lebanon that a customer on opening a c-flex aspheric 970c iol blister pouch had identified that the pack contained two lenses.